Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically fractured due to pul ling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the helix. The helix remains in vivo in the patients rv septum. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead was screwed in place, and exhibited high thresh olds or cross-talk. The lead exhibited extraction difficulty and would not free from tissue and that the helix was stretched and became detached from the lead body. The lead was explanted and replaced. No patient complications have been reported as a result of this event.